Event description:
It was reported that while using bd vacutainer® k2e 3.6mg plus blood collection tubes the user experienced low draw. This occurred twice. The following information was provided by the initial reporter, translated from chinese to english: during using the tube, it was found that the tube had low draw. The patient was not affected. The two blood collection vessels occurred in different blood collection windows, and the blood was collected by non-new nurses. When the blood collection volume was insufficient, blood samples could be normally collected after replacing the new blood collection vessels.

Manufacturer narrative:
(B)(6). Investigation summary: bd did receive 2 photographs from the customer in support of this complaint. The photographs were evaluated and show low draw volume level in the tubes. Additionally, 20 retained samples from the bd inventory were functionally tested and the issue of underfill was not observed. Bd was able to confirm customers indicated failure mode based on the photographs provided, however retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.